Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch ultralink) read inaccurately high compared to other devices. The reporter claimed obtaining a blood glucose reading of "108mg/dl" with the subject meter and between "65-70mg/dl" on another device, performed an unknown time between one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. In addition, the reporter claimed obtaining an unknown blood glucose reading with the subject meter and another unknown reading on another different device, performed an unknown time between one another. It is not known if the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.